Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening of heart failure with reduced ejection fraction and worsening of non-ischemic cardiomyopathy with a "possible" relationship to the impella device used. Impella waveform and settings observed throughout admission.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 66 year old male patient presenting with cardiomyopathy for impella support. During support, signs of hemolysis were endured with a "possible" relationship to the impella device. Unspecified intervention was performed and patient was monitored. The patient expired after being made "comfort measures only."

Manufacturer narrative:
Additional information was received from the coordinator for abiomed¿s long-term outcome and quality indicator impella registry regarding an updated relatedness for the adverse event: heart failure with reduced ejection fraction to "not related" to the impella device. The investigation for the reported hemolysis has been completed. The cause of the hemolysis was unable to be determined since the product was not returned for review. Relation to impella is unknown since the hemolysis reported begin prior to impella placement. The data logs were reviewed and no positioning issues were observed and not spikes in motor current. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b.7 revised as this information was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-07656. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-07656 in accordance with updated procedures. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-07656 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-07656 and should not have been. G.1 revised facility name and manufacturing site fax number from the initial submission of manufacturer device report number 1220648-2024-07656 in accordance with updated procedures. H.6 added code 925 since initial submission of manufacturer device report number 1220648-2024-07656 in accordance with updated procedures. H.6 added code 4115 as it was inadvertently omitted from the initial submitted manufacturer device report number 1220648-2024-07656. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-07656 in accordance with updated procedures. H.6 and h.10 investigation results were inadvertently omitted on supplemental manufacturer device report follow-up 1 and have been added to this report. Information to section b.5 reporting heart failure with reduced ejection fraction reporting, h.6 health effect-clinical code: 1764 cardiomyopathy and its corresponding health effect¿impact code: unexpected 4641 medical intervention captured under supplemental manufacturer device report follow-up 1 acknowledged/received on may 16, 2024, should be disregarded.